Event description:
During a cataract extraction procedure, this bipolar cord failed. Another cord was used to complete the procedure.

Manufacturer narrative:
Due to user error, balanced salt solution blew through the tubing and into the venturi muffler assembly and onto the pcb and the rest of the module.